Event description:
The resident was assisted to bed and complained of pain in his leg. There was a cut to his leg from the edge of the expander connected to the bed and he needed an emergency room visit. The bed in use at the time of the event was the span medical products canada advantage readywidebed model: mc7wmllz-l, serial#: (B)(6).

Manufacturer narrative:
The incident occurred on (B)(6) 2024, the product was returned to the manufacturer on december 4, 2024. After conducting an initial investigation, the manufacturer discovered that the expander had sharp edges, which posed a potential hazard. In response to this finding, we are taking proactive measures to replace the affected expander within the facility to ensure safety and compliance. Additionally, representatives from the manufacturer will soon visit the facility to conduct a thorough examination of their bed handling practices, aiming to identify any further areas for improvement.